Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The surgeon was not able to squeeze the handle of the clip applier and the clip was not loaded into the jaws. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired. Visual inspection of the instrument shaft was bent. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.